Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via medtronic representative regarding a endoscope used in med procedure. It was reported that image defect (cloudiness) occurred during the surgery. No patient symptoms reported. Although the product is a machine that can be put inside the body, it is structurally used inside a cylinder. It is not possible to judge whether or not they were in contact. No further complications reported.